Manufacturer narrative:
Device was returned to MFR for analysis on 09/22/1997.

Event description:
Pt experienced sporadic overinfusion of medication from pump beginning 7 mos after implant, requiring supplementation with oral medication during these episodes until next scheduled refill. Pt did not experience overdose symptoms during this time, and was closely monitored by physician's office after device malfunction was suspected. Pt experienced several episodes of acute drug withdrawal when pump would empty earlier than anticipated, requiring treatment in emergency room for cold sweats, nausea, and decreased consciousness. Pt was never admitted to the hospital for these episodes. A dye study was done to confirm catheter patency, as well as an infusion test of the pump over a 6 hr period with normal saline. The catheter was determined to be patent, but the pump had overinfused during the test period, which was confirmed by aspiration of pump contents. The pump was explanted, and pt is doing well with new infusion system.